Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is possible that the device was bent in the anatomy preventing the shaft lumens from moving freely; thus, resulting in the reported activation/deployment failure; however, this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. As reported, dilatation balloons were used to ultimately deploy the stent in the vessel and additional stenting was performed between the undeployed stent and the vessel in order to continue treating the target lesion. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left iliac artery via the crossover technique. The 7x100 mm absolute pro self expanding stent system (sess) only partially deployed the stent. Dilatation balloons were used to ultimately deploy the stent in the vessel and additional stenting was performed between the undeployed stent and the vessel in order to continue treating the target lesion. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy and/or inadvertent mishandling resulted in the noted multiple kinks on the entire length of the inner member preventing the shaft lumens from moving freely; thus resulting in the reported activation/deployment failure. Manipulation of the compromised device resulted in the noted separated stent sheath likely contributing to the reported difficulties. As reported, dilatation balloons were used to ultimately deploy the stent in the vessel and additional stenting was performed between the undeployed stent and the vessel in order to continue treating the target lesion. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from no to yes. H6: component code 4755 was removed . H6: type of investigation code 4117 was removed. H6: investigation findings code 3221 was removed. H6: investigation conclusions code 4315 was removed. H11: additional mfg narrative: revised.